Event description:
New information received indicated that the pacemaker was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events of no inductive telemetry, no magnet response and no output were confirmed. The reported event of device in backup mode was not confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the pacemaker was in back up mode. During in clinic device checked, it was noted that the pacemaker was unable to be interrogate, no magnet response and no low voltage output. It was noted that the patient experienced bradycardia. No programming changes were made. The patient was stable throughout.

Manufacturer narrative:
The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.